Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a false downstream occlusion message.there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log. Fluid pressure testing found downstream fluid readings out of specification and determined the reported symptom to be caused by a downstream sensor which was out of specification. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.